Manufacturer narrative:
Mckesson medical-surgical, inc. Is the assembler of convenience kits that use a component from the manufacturer listed in part d of this report. However, due to the limited information provided and able to be obtained via follow-up, it is not conclusive whether the product for which complaint was reported came from a convenience kit supplied by mckesson medical-surgical, inc.. We have notified (B)(6) and (B)(6) for awareness.

Event description:
Caller reported vanishpoint 1ml 25g x 1 inch syringe leaked while administering to 6 year old child. Healthcare provider was unsure if patient needed to be vaccinated again. We contacted the reporter by phone on 07-jan-2022 and 25-jan-2022 to obtain further details. The manufacturer's name was provided, but the lot number could not be provided by the reporter.